Event description:
The table continued to drive upward after the up button was no longer pressed. Operator hit the emergency stop to recover the system. Engineering evaluation revealed that one of the table side controls was contaminated and appears to have had some stuck switches that caused the table to continue moving up.